Event description:
Material # 302832. Batch # unknown. It was reported by customer that ink coming off. Verbatim: rcc received a complaint via email. Email(s) attached. 30ml syringe 302832 -c. Is it biocompatible? Product/model number: 302832.

Manufacturer narrative:
Initial MDR submission with device evaluation. It was reported the ink was missing in some spots. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show three syringes. Two of the syringes have a fine line that crosses through the number five. Another photo shows a similar symptom with the number one. The graduation lines and remaining numbers are good. This is considered an acceptable imperfection. As the lot provide is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed but considered an acceptable imperfection. No further action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.